Event description:
It was reported that the implantable cardiac defibrillator (ICD) alert triggered due to elective replacement indicator (eri). It was noted the ICD had early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.